Event description:
Suprapubic catheter placed two days prior to event. Post-op day #2, the catheter was removed and a portion of the catheter remained in pt. Pt was returned to the or to have a cystoscopy for retrieval. On event date pre-op diagnosis-fragment of suprapubic catheter retained in bladder. Operation-cystoscopy and retrieval of broken fragment. Anesthesia-IV sedation and local lidocaine gel in urethra.